Event description:
The pt mr (B)(6). Sent his medical dossier to report that "a revision surgery was performed because the implant fractured while he was picking up a carton of dishes."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.